Manufacturer narrative:
(B)(4). G2: new zealand. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. D10: additional associated products. Unk persona cr standard femoral, sz 8 lot# unk. Unk persona articular surface lot# unk. The delay in reporting is being addressed via CAPA.

Event description:
During mymobility anonymized data query, it was noted an initial total knee arthroplasty of unknown laterality was completed on an unknown date. Subsequently, the patient experienced pain and stiffness greater than 6 months, with no interventions known.